Manufacturer narrative:
Since no lot number is available, a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. On 19-aug-2025, the patient confirmed a bent cannula was causing the leakage. The infusion set was replaced, and blood glucose stabilized. No further information available.